Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, 2 handles were unable to fire. A replacement handle was used to resolve the issue in order to complete the case. There was no patient injury.